Event description:
It was reported that a patient observed sponges that were improperly fitted in the minicaps. The patient stated they would have to push the sponge in before connecting. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.